Manufacturer narrative:
Reporter returned oral-b precision clean brushhead on (B)(6) 2016. Product investigation is in progress.

Event description:
Brush head came away from toothbrush inside mouth, piece that broke; felt something around in my mouth, the head is flying around [device breakage] no adverse event [no adverse event]. Case description: (B)(4). A female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b precision clean brushhead came away from the electric toothbrush inside her mouth, and a piece broke. No symptoms developed. On (B)(6) 2016 received follow-up: the consumer reported she was brushing her teeth, and felt something around in her mouth. She reported the oral-b precision clean brushhead was flying around. The consumer stated the product had never been dropped, and she used (B)(6) toothpaste. No symptoms developed.